Manufacturer narrative:
The material number is not marketed or distributed in the us. However, roche observed unacceptable, light staining with some ventana pd-l1 (sp142) on-market lots, during internal comparison studies. Light staining affects the borderline of positive versus negative test results. An on-going investigation has determined the root cause is related to variability in the selection of antibody concentration in raw materials, affecting specific ventana pd-l1 (sp142) assay lots made with the impacted raw materials. A notification has been sent to us customers informing them of the issue to immediately discontinue the use of and discard any remaining inventory of specific impacted lots and informing of an updated date of expiration for certain lots. Initial reporter facility name truncated due to character limit: royal london hospital cellular pathology 2nd floor pathology and pharmacy bldg.

Event description:
A customer from the united kingdom alleged discrepant results with the ventana pd-l1 (sp142) assay for 4 patient samples. The alleged samples initially generated negative results which were reported to medical personnel treating the patients. The samples were then retested and generated positive results; the results were sent to the clinicians. To date, no harm or injury is alleged.